Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the right common iliac artery. Approximately 6 months post index procedure during repeat angiography for worsening claudication, a 50% restenosis of the target lesion with the notation of a non-target vessel revascularization of the right sfa and the left common iliac artery was reported. Approximately 18 months post index procedure, the patient was rehospitalized for severe claudication of the right lower extremity and angiography was performed. Target vessel was not captured during angio. Non-target vessel revascularization of the proximal and distal right superficial femoral artery was performed successfully. Approximately 3 years post index procedure, the patient was rehospitalized for bilateral claudication and repeat angiography was performed. The 50% restenosis of the target lesion with the notation of a target vessel revascularization and a non-target vessel revascularization. The patient underwent successful angioplasty of the right external iliac within the stented segment along with successful angioplasty of the left external iliac.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion/restenosis).